Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. No additional information was provided. Customer¿s blood glucose level was 358 mg/dl.